Event description:
It was reported that the guide wire became trapped in the anatomy when torque was applied. During an attempt to remove the guide wire, resistance was felt and the guide wire separated and remains in the patient. Reportedly, there were no patient effects.